Event description:
During baxter's functionality testing, it was found that a spectrum pump failed upstream occlusion testing. The device did not alarm within the allotted time period. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Initial testing found an error during the upstream occlusion test, however, upon further eval the upstream occlusion test failure could not be reproduced. The pump passed upstream occlusion testing, and was found to be operating within spec with regard to the reported symptom.